Event description:
It was reported that some time post catheter placement, the catheter was allegedly inflated like balloon. It was further reported that the catheter was repaired. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the fourth complaint reported for this lot number and the lot met all release criteria. A device history record review is required. Investigation summary: one broviac cvc repair kit with medical gauze wrapped around the proximal end of the device was returned for evaluation. Functional, gross visual and microscopic visual and tactile evaluations were performed. The investigation is confirmed for the catheter deformation, as upon application of hydrostatic pressure, catheter ballooning was observed on the device. The adhesive between the wider and thinner catheter segments was worn. Tactile evaluation around the area of worn adhesive was performed and abnormal stretching of the catheter was observed. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 08/2022).

Event description:
It was reported that some time post catheter placement, the catheter was allegedly deformed during rinsing. It was further reported that the catheter was repaired. There was no reported patient injury.